Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# v062321, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease/herniated disc pain. It was reported that the patient¿s device and therapy have not been working for a few years and the patient needs to have the ins replaced. It was reported that the patient met with a manufacturer representative and was told that some of the leads were working and some were not. It was reported that the ¿power from the ins¿ was getting to some of the leads but not others. The patient is working with their healthcare provider (hcp) to have the ins replaced. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen by a manufacturer representative in their doctor's office on (B)(6) 2019. It was reported that all electrodes had impedances of over 10,000 ohms, and the patient felt no stimulation. It was reported that the patient had the whole system replaced on (B)(6) 2019. No further complications are anticipated.